Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was partially detached. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
One device was returned for repair with complaint the downstream occlusion (dso) seal was partially detached. There was no indication that the complaint was related to a service of the device within the review period. The complaint was confirmed through visual inspection. The dso seal was replaced and the device passed all testing criteria.